Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery voltage was 2.9581 volts on (B)(6) 2016. Elective replacement indicator (eri) had not triggered and there were no patient alerts.

Event description:
It was reported that the device had premature depletion. It was further reported that the right ventricular (rv) lead had high thresholds, elevated sensing integrity counter (sic), and was undersensing with no measurement of the r wave. Additionally, the atrial lead had high impedance that triggered a warning and also was undersensing with no sensing of the p wave. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.